Event description:
Reporter indicated a vns patient's generator was replaced due to end of service. Prior to device replacement, patient experienced increased seizure / auras. A battery calculation for the generator revealed likely end of service with -1.21 years remaining. Further attempts for information are in progress.